Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The hyperglycemia began during a period after a complete supply change in which four occlusion alerts were triggered. An additional infusion set change was logged after the fourth occlusion alert, but hyperglycemia persisted. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failed infusion set or some other failure along the fluid pathway resulting in insufficient insulin delivery. The user's delayed response to the occlusion alerts likely contributed to the severity of the event.

Event description:
On 10/19/24 beta bionics clinical diabetes specialist (cds) became aware that an ilet user experienced a high blood glucose (bg) event resulting hospitalization the event occurred on (B)(6) 2024. On 10/20/24 a beta bionics customer care agent followed up with the user about the event. The user experienced multiple occlusion alerts on their ilet system on 10/18/24, which they dismissed without taking corrective action. This led to a significant increase in blood glucose levels, reaching 600 mg/dl. The user then fainted, prompting their sister to call ems. They were transported to the ER, where they received IV fluids and insulin. The user was discharged on (B)(6) 2024 and advised by their healthcare provider to use an insulin pen until the ilet issues are resolved. The user is currently using both long- and fast-acting insulin and plans to stay off the ilet until the effects of the long-acting insulin wear off. They have been advised to call for assistance if any future occlusion alerts occur. Additionally, the user will be switching from the convatec inset (23", 6mm) teflon infusion set to the convatec contact detach (23", 6mm) steel infusion set due to prior issues with the inset. The user is scheduled to reconnect to the ilet on 10/21/24 after monitoring their response to the long-acting insulin.